Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. The reported symptoms fluid leaking and m31 air detected in cassette warning were not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and passed. No fluid leaks were noted in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported "m31 air detected in cassette" warnings during drain 2 with 1762/2000ml. The cycler was restarted but the alarms continued. When the treatment was cancelled fluid was noted inside the cassette door. The patient's machine was replaced. Additional information was requested.